Event description:
Material#: 305106, batch#: 3334821. It was reported by customer that defective needle that leaked some of the medication out as dr was injecting it. Rcc received a complaint via email. On 10dec2024: was informed of an event with eylea 8mg vial kit which was categorized with the defect component issue ci ¿ not otherwise specified. On (B)(6) 2024, the reporter, who is the hcp, stated, ¿we have another defective needle that leaked some of the medication out as dr was injecting it.¿ ldp lot: 8463800020. Injection needle: lot: 3334821, catalog: 305106.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Manufacturer narrative:
Correction previous supplemental was filed with the incorrect narrative it was reported a defective needle leaked some of the medication. As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of defect during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure.

Manufacturer narrative:
(B)(6) follow up. It was reported the needle leaked some of the medication out. As a sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, two photos were received for evaluation by our quality team. The photos show a needle with the plastic shield assembled to a syringe. There are droplets of solution in the syringe. No other information could be obtained from the photos. A device history record review was complete for provided material number 305106, lot 3334821. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported condition. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation with the photo sample analysis the symptom reported by the customer could not be confirmed. Without the actual physical sample analysis, a probable root cause could not be offered.